Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected pump error 63/43 alarm noted during testing. However, pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. Pump error 43 alarm confirmed in the pump history. Unable to determine the root cause, problem isolated to the pcb1. (B)(4).

Event description:
Customer reported via phone call that they received an error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose level was 70 mg/dl at the time of incident. The customer also reported that the insulin pump had broken force sensor was detected during seating or regular delivery. Customer reported they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer was assisted with performing displacement test and test passed. The customer performed self test and it was failed. Customer stated that the insulin pump was not exposed to a high magnetic field. The device will be returned for analysis.